Manufacturer narrative:
No lot number was relayed to the manufacturer at time of report.

Event description:
The pt was injected in an undisclosed area. The pt allegedly developed nodules. The injection site was incised and drained. A culture was performed.